Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states per the crf this clinical study was classified as a procedural related adverse event and not related to the device. It has been communicated no additional information or product will be provided to aid in this medical investigation. Therefore, a thorough medical investigation cannot be rendered, nor could a definitive clinical root cause of the reported bleeding episode can be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, the patient presented to the emergency room 1.5 weeks post-operative t&a performed with an ent coblation wand for bleeding episode. The patient was taken to the operation room for control of post-tonsillectomy oropharyngeal hemorrhage. The patient outcome is unknown.

Manufacturer narrative:
H10: internal complaint reference (B)(4).